Manufacturer narrative:
One epidural catheter with stylet was received for evaluation. Visual inspection of the device found the tip of the catheter was sheared off. The stylet was removed from catheter and inpected; was noted to be be within specification. Tensile and elongation of the device were tested; was noted to be within specification as well. The reported customer complaint has been confirmed, and the problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical portex duraflex anesthesia catheter sheared off in a patient. The patient underwent CT and MRI imaging to locate the fragment. The results were noted to be inconclusive, but on the CT a 4mm linear density was indicated. The reporter also stated neurosurgery did not recommend surgical intervention as the patient was asymptomatic. Additionally, the patient received an epidural in a different location and had an "uneventful three delivery". Subsequently, the patient was discharged home the following day in stable condition. No additional adverse patient effects were reported.